Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a soundstar eco catheter and suffered a thrombosis. The soundstar eco catheter was inserted into the right atrium (ra) after the transseptal puncture was conducted. After the catheter was placed at the ra, it was confirmed that there was thrombus inside the ra by the echocardiograph. The procedure was then aborted. There is no information about the hospitalization and if any intervention was performed. The patient has not exhibited any neurological symptoms since the procedure was completed and has fully recovered with no residual effects. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Carto, coil and transducer tests were performed and the catheter passed all specifications. No error found. Product is working properly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was not confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a soundstar eco catheter and suffered a thrombosis. The soundstar eco catheter was inserted into the right atrium (ra) after the transseptal puncture was conducted. After the catheter was placed at the ra, it was confirmed that there was thrombus inside the ra by the echocardiograph. The procedure was then aborted. There is no information about the hospitalization and if any intervention was performed. The patient has not exhibited any neurological symptoms since the procedure was completed and has fully recovered with no residual effects. The physician commented that the cause of the event was not related to the biosense webster, inc. Product. The thrombus flowed to the pa, which might have been at the peripheral vein at first. Then it flowed to the ra and then got lodged in tricuspid. The physician's opinion regarding the cause of this adverse event is that it was procedure and patient condition related. There were no error messages present and the physician did not see any product problem. The generator was set to power control mode. There is no information on the temperature, impedance and power settings. There were no issues related to the temperature and the flow on the catheter. They were using anticoagulation. There was no char or coagulum detected on the electrode / tip section of the catheter. This adverse event is assessed as life threatening and is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/14/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).